Event description:
Caller alleged discrepant inratio inr results in comparison to the lab inr results. Results as follows: date: (B)(6) 2013, inratio inr: 1.6, laboratory inr: 2.3. The time between testing was the same day; however, the exact time was unable to be provided. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.